Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported this patient presented to the clinic with blood-tinged driveline exit site drainage. The patient was treated with oral antibiotics and discharged from clinic. It was reported the patient continued to experience drainage over the next couple of years that was treated with oral antibiotics and dressing changes on an outpatient basis. An epigastric wound with consistent drainage, the same as the patient's driveline exit site, was noted. Further treatment or the patient's outcome was not reported by the site. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on 08 sep 2011 that a male patient presented to clinic with persistent excessive creamy blood-tinged drainage from the driveline exit site. The patient was started on two oral antibiotics, ciprofloxacin and keflex, for a ten day course. The patient was instructed to continue aquacel ag and dry gauze driveline exit site management every three days or as needed until next clinic visit. On (B)(6) 2011, the driveline exit site appeared to have a pocket that might contain additional drainage. Upon clinic visit on (B)(6) 2012, it was reported the patient appears to have an ongoing superficial driveline exit site infection. The patient was treated with a repeat 14 day course of ciprofloxacin and keflex until drainage had subsided. The patient was instructed to change the driveline exit site dressing daily while drainage continues. Upon follow-up clinic visit on (B)(6) 2012, the driveline exit site was noted to continue to have a moderate amount of drainage consistent with infection. On (B)(6) 2013, it was reported that this patient began experiencing pain near the ventricular assist device (vad) five months prior. It was during this time that he developed a "knot" near his pump that migrated to his midchest. The "knot" was painful and irritated for about a week before it "came to a head" and erupted." It was reported that this "knot" was assessed as an epigastric wound. Drainage from this wound was consistent with the same drainage at the patient's driveline exit site. Further treatment or the outcome of the patient was not reported by the site. The device remained implanted and was not returned to the manufacturer for evaluation.